Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; no false (B)(6) were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received email from distributor. Report received of false (B)(6) hcg results for one patient, lab quant 160 miu/ml. Patient reported to be pregnant in week 4-5. Event occurred in (B)(6). No reported adverse patient sequela.